Event description:
Home patient (hp) reports cracked minicaps. Hp stated minicaps had a verticial crack on the side of the cap with a betadine leak noted. Noted during use. No patient injury or medical intervention reported per hp.